Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure low alarm occurred at the end of a routine hemodialysis treatment. Partial rinseback was performed resulting in an estimated blood loss of 150 cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The user's guide also provides adequate probable causes and troubleshooting steps for alarms. The exact cause of the alarms cannot be determined. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.